Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a round black substance was found in floseal during mixing of thrombin into the gelatin matrix. There was no patient involvement. No additional information is available.